Event description:
It was reported that during routine device replacement, the physician cut the left ventricular lead while excising it from fibrotic tissue. The lead was then repaired. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.